Event description:
Information was received from a patient regarding an external device. . The reason for call was for the last few months the pts implanted neurostimulator was not charging correctly at all. The back side of the recharger got super hot and it was not supposed to get hot when trying to charge the implanted neuro stimulator. The patient could charge the controller to 100% but they could not charge the implant to even 50% and they were lucky if it allowed them to charge at all; patient noted they had an appointment with their pain management today. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6) , implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6) ; product type: recharger, was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. No visual anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.